Event description:
It was further reported that the patient developed a staphylococcal infection at the wound site. The infection was confirmed but has healed well with antibiotics and the device seems to be functioning as expected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced shortness of breath. It was also reported that the chronic out of range impedance measurements had prevented implant detect from completing automatically and the rv lead has a high threshold is unable to sense when programmed bipolar. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 4024 implanted: (B)(6) 1995. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 6 weeks post implant of the implantable pulse generator (ipg), the ipg was found to still be in implant detection. It was also reported that the right ventricular (rv) lead exhibited sensing issue, low impedance and high thresholds. The implant detection was manually programmed to 'off/complete'. The rv lead and ipg remain use. No patient complications have been reported as a result of this event.